Event description:
It was reported that the patient was having an implantable neurostimulator (ins) replaced, and a new prime advanced placed up higher than the old pocket. The hcp used his own tool to tunnel up to create the higher pocket, and then used a clamp or forceps to pull the existing 7489 extension to the new pocket site. When the 74001 adaptor was connected to the prime advanced high impedances were seen on all combinations. The extension was connected to the old ins and impedances over 4,000 ohms were seen on all pairs. It was noted that stimulation quality prior to the replacement was unknown, and the patient had decreased mental status which made feedback about stimulation challenging to interpret. The patient was fully under anesthesia during the procedure. The adaptor wire was inserted into the other port, and impedances were still high. The hcp did not want to check the lead-extension connection to isolate the source of the high impedances due to consent issues, and the patient was closed up. It was indicated that the patient felt some stimulation on electrodes 14-15 when they were programmed. Another revision was planned to check the lead-extension connection site to isolate the source of the high impedances, but it was not scheduled. Additional information received reported that the patient underwent a revision where his lead and battery were replaced and the extensions removed. The reporter was told that the patient was getting great stimulation.

Manufacturer narrative:
Adaptor: model 74001, lot# unknown, implanted: unknown, explanted: unknown. Lead: model 3998, lot# lb7763, implanted: (B)(6) 2005, explanted: unknown. Lead: model 3998, lot# v004541, implanted: (B)(6) 2006, explanted: unknown. Extension: model 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: unknown. Extension: model 748925, serial# (B)(4); implanted: (B)(6) 2005, explanted: unknown. Programmer: model 7435, serial# (B)(4), neurostimulator: model 7427, serial# (B)(4), implanted: (B)(6) 2005, explanted: unknown. Neurostimulator: model 7427, serial# (B)(4), implanted: (B)(6) 2007, explanted: unknown. Programmer: model 7435, serial# (B)(4), extension: model 748940, serial# (B)(4); implanted: (B)(6) 2006, explanted: unknown, extension: model 748940, serial# (B)(4), implanted: (B)(6) 2006, explanted: unknown.